Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when user opened the package of the ureteral stent there was no guide wire was seen inside and the ureteral stent was ruptured.

Event description:
It was reported that when user opened the package of the ureteral stent there was no guide wire was seen inside and the ureteral stent was ruptured. Per follow up information received on 26jul2022, there was no patient involved and the guidewire was missing meanwhile the product was broken.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "incorrect operation". It was unknown whether the device had met specifications. The product does not appear to have been used. However, the product is intended to be used for treatment purpose but it was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required because a review of the label could not have prevented the reported issue. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.